Manufacturer narrative:
Not yet returned for evaluation. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.

Event description:
It was reported implanted with spinal hardware was revised due to implant loosening. When the patient had a pain, it was found by x-ray that all the right set screws were loosened. During the revision surgery, not only right set screws but left set screws were found loosened. All the set screws in both sides were replaced. As an adverse outcome was reported, an MDR is filed to document this event. Device 1 of 3. See also: 1526439-2011-0064, 1526439-2011-0065.